Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient is in the hospital for a fall that broke his leg. Device interrogation is showing an extra signal on the atrial lead resulting in inappropriate atrs, pt asymptomatic with it. Impedance is fine. Should additional information be received, this file will be updated.